Manufacturer narrative:
Eval summary: this damage could have potentially been caused via contact with the tibial plate provisional during impaction, but without further info this cannot be determined conclusively. The device has a potential field age of nearly 3 years and has been used an unk number of times during that period. Eval: as returned, a tooth of the broach is fractured and another is severely deformed. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that a portion of the tibial broach fractured during use.